Event description:
During surgery (left proximal tibial acute correction), the doctor first applied the garches clamp inserting two screws in the proximal tibia and the rail with the central clamp insertion two screws in the metadiaphyseal. The doctor then took the garches clamp and rail off but left the screws in the pt. Once the garches and rail were removed he performed the tibia and fibula osteotomies and then reapplied the fixator assembly (garches and rail) back on the pt. While applying the garches clamp, the doctor could not get the clamp screw to lock down and the screw stripped. The doctor applied another garches clamp to complete the case. Approx one week after the surgery the pt returned to the doctor's office and the doctor found that all four screws were bent and the pt was not getting the correction desired. The doctor decided to remove the lrs fixation and replaced it with a sheffield fixator.